Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited an out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the shock impedance measurement was greater than 200 ohms. The patient was seen in clinic. Measurements were taken numerous times with acceptable measurements obtained. No further testing was performed as measurements were acceptable. The patient will be followed via remote monitoring and routine in-clinic appointments. No adverse patient effects were reported.

Manufacturer narrative:
The three terminal connectors were returned to our post market quality assurance laboratory, severed approximately 5 centimeters (cm) from the terminal pin. Setscrew marks were confirmed in the appropriate locations. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Records indicate the patient later expired. There were no allegations against lead functionality related to the patient expiring. A portion of the lead was returned for analysis.